Manufacturer narrative:
Concomitant medical products: (B)(4),implanted: (B)(6) 2009.

Event description:
It was reported that a lead warning triggered for low right atrial (ra) lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.